Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states the patient tested 5.4 inr on the coaguchek xs system while a comparison lab returned as 1.9 inr. The caller's physician had been instructing to him to take vitamin k when his inr was too high; the lab value confirmed that the patient's inr was too low. The patient has hematuria. Requested return of suspect system and replacement was sent.